Event description:
Tampon uncomfortable while using/upon removal found sharp plastic threads same color as applicator stuck to the pledget/no injury

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.